Event description:
Sorin group received a report that the scp panel display went blank. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. The unit was tested and the reported issue was confirmed. The flow board was sent to the supplier for further investigation. The supplier found a defective component on the board, which lead to the reported problem. The root cause of the defective component could not be determined. No further action is deemed necessary.